Event description:
It was reported that customer experienced continuous glucose monitor error and contacted support for assistance. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, and after reset pump no longer displayed continuous glucose monitor error, with no further actions reported.